Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that battery trays for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products:: pn: bi71000163, bi71000162 ln/sn: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the battery indicator on the image acquisition system (ias) side showed a red blinking light. The next step found that the tray number 8 had problems. The battery tray was replaced. No patient was present at the time of the event.